Manufacturer narrative:
Additional information: d4, h6 plant investigation: the described situation is adequately addressed in IFU and/or on the label. Non-conformity was not observed during the manufacturing process. Quality events do not refer to the failure pattern at hand. The complaint sample was received on (B)(6)2024 for product investigation. Visual inspection of the pump head revealed scratch marks at the base of the inner housing. During functional testing, the rotor of the pump head was tilted to one site and the base of the rotor touched the inner housing. The rotor was rotating, however, the sound of the rotor scraping against the housing and a scraping noise was audible. The pump head was opened. Scratch marks on the base of the inner housing. It was observed that the pin / calotte was damaged. The ball bearing of the rotor was not damaged; however, an excess of adhesive was observed around the ceramic ball at the tip of the rotor. This could have led to an uneven run of the rotor and caused damage to the pin/calotte during operation. However, this can no longer be determined due to the damage. The issue will continue to be monitored.

Event description:
A user facility reported a patient who was hospitalized due to a lung infection started on extracorporeal membrane oxygenation (ECMO) support at 6:00 pm (local) on (B)(6) 2024 in veno-venous mode. Initially, there was no abnormal sound, with a rotation speed of approximately 8500 rpm and a blood flow rate of 4 l/min. The p1 pressure was between -70 mmhg to -90 mmhg, and the p3 pressure was 170 mmhg. On the morning of (B)(6), a pump head noise was detected and by 6:00 pm (local), the noise had significantly increased. The rotation speed was reduced to 8000 rpm, and the blood flow rate was decreased to 3.6 l/min, which resulted in a reduction of the noise. Approximately 5 hours later, at 11:00 pm (local) on (B)(6), the noise gradually increased and the rotation speed was further reduced to 7500 rpm with a blood flow rate of 3.2 l/min, which again reduced the noise. Around 6 hours later, at 5:00 am (local) on (B)(6), the noise increased again, and the rotation speed was further reduced to 6800 rpm with a blood flow rate of 3 l/min, but the noise did not decrease. The doctor checked the pump head and observed no thrombus or abnormal pump head rotation observed. Switching the drive unit did not reduce the noise. Since the patient developed hematuria on (B)(6), 2024, support was interrupted. Subsequently, the oxygenator was exchanged for a competitor brand for continued support resulting in blood loss estimated to be less than 500 ml.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a patient who was hospitalized due to a lung infection started on extracorporeal membrane oxygenation (ECMO) support at 6:00 pm (local) on (B)(6) 2024 in veno-venous mode. Initially, there was no abnormal sound, with a rotation speed of approximately 8500 rpm and a blood flow rate of 4 l/min. The p1 pressure was between -70 mmhg to -90 mmhg, and the p3 pressure was 170 mmhg. On the morning of (B)(6), a pump head noise was detected and by 6:00 pm (local), the noise had significantly increased. The rotation speed was reduced to 8000 rpm, and the blood flow rate was decreased to 3.6 l/min, which resulted in a reduction of the noise. Approximately 5 hours later, at 11:00 pm (local) on (B)(6) the noise gradually increased and the rotation speed was further reduced to 7500 rpm with a blood flow rate of 3.2 l/min, which again reduced the noise. Around 6 hours later, at 5:00 am (local) on (B)(6), the noise increased again, and the rotation speed was further reduced to 6800 rpm with a blood flow rate of 3 l/min, but the noise did not decrease. The doctor checked the pump head and observed no thrombus or abnormal pump head rotation observed. Switching the drive unit did not reduce the noise. Since the patient developed hematuria on (B)(6), the treatment was interrupted. Subsequently, the oxygenator was exchanged for a competitor brand for continued support resulting in blood loss estimated to be less than 500 ml.